Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revised mako patellofemoral. As reported: "the doctor asked another doctor to revise one of his patients previous mako patellofemoral cases to a mako tka. The primary doctor doesn¿t do tkas nor is he trained on the procedure so the secondary doctor did the case. Case type: tka".